Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - provisional top. Visual examination of the returned product identified signs of repeated use (nicks, gouges) and the dovetail feature is flared & compressed. Confirming complaint is fractured all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Device has a potential field age of over 7 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
It was reported that the upon applying range of motion on the knee, the provisional instrument fractured in half. Upon inspection of the fractured instrument, it was noted that it displayed significant wear and tear. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was used to complete the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.